Manufacturer narrative:
Add'l expiration date: 08/2014. Add'l implanted date: 2010. Add'l device manufacture date: 08/2009. Eval - device was not returned for eval. A device history record review did not identify anything atypical with the manufacture of the suspect devices. No add'l eval was conducted and the clinical info on the event was limited to enable informed conclusions on the adverse event. Adhesions (the adverse event) are a document anticipated risk associated with hernia repair procedures with surgical mesh. This risk is documented by the MFR within the product fmea and also with the product insert - instructions for use.

Event description:
Post incisional hernia repair, the pt presented with abdominal pain. Re-intervention identified severe adhesions from the mesh to the bowel. The intensity of the adhesions required that part of the bowel had to be cut to explant the mesh.